Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia with the continuous glucose monitor (cgm) indicating ¿high,¿ with a reported value of 401 mg/dl attributed to going to bed without changing infusion supplies and running out of insulin, which led to a dosing-stopped event on the ilet; the user later changed supplies, after which the blood glucose was 250 mg/dl and trending downward. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and education without hospitalization or rescue therapy. Investigation included user communication, device-use history review, and troubleshooting focused on insulin supply status, infusion set management, and cgm trends. Investigation of this case revealed use-related error consistent with depleted insulin and delayed infusion set change, with no device component malfunction identified. It was concluded that the cause was user error related to maintenance and replenishment practices.